Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to verify model palmtop ventilator enve has blank screen. The ventilator was powered on with a known good ac adapter connected. The ventilator booted up properly, however, the display was not visible. Bench testing revealed inverter board was malfunctioning. Inverter board measured 1.8 in resistance; on a known good inverter board it should measure 18 in resistance. The service technician replaced inverter board with a good known one, display became visible.

Event description:
The customer reported model palmtop ventilator enve has a blank screen. Upon further investigation, the customer stated the ventilator was on a patient at time of incident but no allegation of an adverse event resulted from the reported malfunction. The customer reported no patient injury or harm.